Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system developed a hematoma approximately one week after implant. Blood work was done and the patient's white count was okay so the patient was sent home. A week alter the patient was re-reevaluated due to pocket pain, redness, and swelling; the sternal incisions looked fine. The patient tested positive for staph infection and IV antibiotics were initiated. The plan was to reevaluate after a few days. Further information was received that the system was subsequently explanted. There were no additional adverse patient effects reported. It was indicated that this product would not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.